Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The t-piece, the rotating bush including metal housing, the bearing shells and the pe plateau were available for the visual examination. The t-piece is damaged at the stretching stop and the upper bore. The pe rotating bush is severely damaged and broken out of the metal housing. A black residue was detected in a bearing shell. The origin of the residue is assigned to blood on the basis of investigations of similar residues from already completed cases. The dovetail guide and the dislocation protection of the pe plateau are also damaged. Due to a service life of less than 2 years (production in june 2015 / inspection on december 8, 2016) and a damaged underside of the pe plateau, it can be assumed that the cause of the damage is a pe plateau that is not anchored primarily in its entirety in the tibia component. Subsequently, the rotation bushing is secondary deflected, which in the further course led to an overstretching of the components and the resulting damage of the dislocation protection and the stretching stop. With regard to missing postoperative x-rays and missing operation reports, as well as patient data, no further statements can be made. The examination of the complaint sample did not reveal any indications of a material or manufacturing defect causing the damage. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: break of the coupling mechanism.